Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. Technical services (ts) was consulted and troubleshooting was performed but it was unsuccessful. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates this crt-d had its battery completely depleted as the reason for it been unable to be interrogated and it was explanted due to normal battery depletion (nbd). A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This event is no longer reportable since there were no device issues and the device was explanted due to its battery been completely depleted, with it depleting normally.

Manufacturer narrative:
This event is no longer reportable since there were no device issues and the device was explanted due to its battery been completely depleted, with it depleting normally.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. Technical services (ts) was consulted and troubleshooting was performed but it was unsuccessful. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates this crt-d had its battery completely depleted as the reason for it been unable to be interrogated and it was explanted due to normal battery depletion (nbd). A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. Technical services (ts) was consulted and troubleshooting was performed but it was unsuccessful. This device remains in service. No adverse patient effects were reported.